Manufacturer narrative:
Lot #, serial #, expiration date: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that a successful novasure endometrial ablation was completed on (B)(6) 2019 and the patient was sent home. The patient reported to the emergency room an hour later with hemorrhaging. Intravenous tranexamic acid was given and interventional radiology evaluated the patient and found small "adno vessels." They were able to embolize and stopped the bleeding and the patient was safely discharged.